Manufacturer narrative:
Previous driveline infection event reported in MFR report #2916596-2020-01170. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for a persistent driveline infection. The patient had a hm3 to hm3 exchange on (B)(6) 2020. It was noted that the original hm3 was noted that the bend relief that was not fully engaged to the outflow graft connector. This was corrected during the connection to the new hm3. The original pump was returned.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, the report of the sealed outflow graft bend relief being disconnected from the sealed outflow graft attachment could not be confirmed as the sealed outflow graft bend relief belonging to (B)(6) was not returned for evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. A small distal portion of the pump cable was returned measuring approximately 3¿. The modular cable was returned attached to the distal portion of the pump cable at the inline connector. The sealed outflow graft hardware was returned detached from the pump cover outlet port. The sealed outflow graft material belonging to (B)(6) had been severed at the hardware and was not returned. Approximately 10¿ of the new sealed outflow graft material was returned along with the newly implanted pump¿s sealed outflow graft bend relief. A plastic thread protector was returned attached to the pump cover outlet port. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff belonging to (B)(6) was not returned. The apical cuff from the newly implanted pump was returned upside down, over the inlet extension. Upon disassembly of (B)(6), visual inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Additionally, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), contains information on how to prepare the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 of the IFU, under "caring for the driveline", and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.". Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿, state: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22sep2015. No further information was provided. The manufacturer is closing the file on this event.